Manufacturer narrative:
(B)(4) 2011 under MDR number 1717344-2011-00305. The sample has been requested but to date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted. Functional testing was performed with the returned device on porcine tissue and the jaws did not lock or stick to the tissue during this test. The handle was latched and unlatched ten times with no difficulty. The customer's report could not be confirmed. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.

Event description:
The customer reported that during the latter part of a nephrectomy, the jaws of the device would no longer open. The device was wiggled off but the removal caused oozing under 200cc. Another device was used to complete the procedure without incident. There was no tissue damage and no patient injury.